Event description:
Additional information received reported that the health care provider was unaware of any problems with the pump or catheter and the workup was negative.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a burning sensation running down their left leg which lasted from five to thirty minutes after the patient got a bolus from personal therapy manager or when the dose was changed. It was noted that it felt "like when you touch something hot or sit down on a hot bench." The patient only felt it in their left leg which was the same side as the pump. It was thought that it might be the soreness from surgery but it had never gotten better. The patient had been experiencing the symptoms shortly after device implant. The pump was used to deliver unknown baclofen. It was later reported that the patient was not happy with how the pump operates. The patient was dissatisfied with the their healthcare provider services and "everything else." It was noted that "it was not handled correct in every aspect and would never do it again." It was later stated that the reporter was not reporting any problems with the pump. The reporter just had questions on procedures and nothing to do with the pump. Additional information has been requested, but was not available as of the date of this report.